Event description:
It was reported to the manufacturer that the vns patient began experiencing sleep disturbances following manipulation of device settings. Diagnostics performed on the device revealed proper device function. The neurologist sent the patient for a sleep study to determine if there were any substantial issues. The results of the sleep study revealed that the patient experienced 14 events of sleep apnea every hour. The patient's physician indicated that the vns device "precipitated" the patient's sleep apnea. The patient was then sent for another sleep study with the addition of the c-pap machine. Good faith attempts to obtain the study results and other information regarding the reported event have been unsuccessful to date.